Manufacturer narrative:
Section b2: date of death inadvertently added in initial report. The patient did not expire on this device. Section d4: lot # was requested but was not provided. Manufacturer's investigation conclusion: a specific cause for the reported event could not conclusively be determined through this evaluation. It was reported that the surgeon placed the patient on right ventricular assist device (rvad) centrimag blood pump with pump speed at 4000 rotations per minute (rpm). The centrimag circuit showed no flow despite the speed being set at 4000 rpm and as a result a new centrimag blood pump was placed. The centrimag blood pump lot number was not able to be provided. As of the date of this report, centrimag blood pump, lot number unknown, has not been received and the file will be closed accordingly. The centrimag blood pump instructions for use (IFU) (rev. 09) contains the following warnings and cautions warning #10: frequent patient and device monitoring is recommended. Warning #12: do not operate the pump in the absence of forward flow. The temperature within the pump will rise and increased cellular damage and clotting may result. Warning #15: monitor the patient¿s hemodynamics and the console flow display to ensure adequate blood volume for the inlet cannula position, pump rpm, and desired flow. Increase the pump rpm in small increments to minimize the risk of exceeding the available blood volume and causing inlet cannula obstruction, suction, outgassing, and/or cavitation. Warning #16: as with all continuous flow pumps, operating at too high a speed can result in negative pressure at the inlet which can lead to collapse of the ventricle or blood vessels, inlet cannula obstruction, inspiration of air, outgassing, cavitation and increased risk of embolism. Always operate the system at the lowest speed consistent with the volume of blood available to be pumped and clinically acceptable circulatory support. Caution #6: attach tubing to the pump in such a manner as to prevent kinks or restrictions that may alter flow or cause regions of stasis or turbulence. Attach in a manner that does not bend or fracture the tubing connectors or ports. Advance the tubing beyond the second barb point of the pump connectors. Caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. The 2nd generation centrimag system operating manual (rev. 11) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." Section 12.1 entitled "appendix I ¿ console alarms and alerts" in this IFU contains a list of console alarms and alerts, including f2 and f3 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR. Report # 2916596-2021-05633.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was presented to the hospital in a ventricular tachycardia storm and was placed on ECMO. The patient had a history significant for becker muscular dystrophy, atrial fibrillation, hypertension, diagnosed etiology of dilated cardiomyopathy with an ejection fraction of 10%. The surgeon stated that preoperative plan was to evaluate for potential clots before proceeding with the planned left ventricular assist device (lvad) and right ventricular assist device (rvad) procedure. The heartmate 3 (hm3) pump was primed and implanted without issues. The hm3 pump was not immediately initiated after implantation. The surgeon then placed the rvad centrimag (cmag) which was initiated at 4,000 rotations per minute (rpm). Rvad cmag circuit showed no flow despite speed at 4,000 rpm. The surgeon requested a new rvad cmag pump and the circuit was replaced. The rvad cmag was turned on at 4,000 rpm with 3 liters per minute (lpm) of flow on screen visualized. The clinician observed rvad was on and running at 4,000 rpm prior to lvad initiation for approximately 10 minutes. The hm3 lvad was initiated at 3,000 rpm and was increased to 4,000 rpm within 1 minute. The speed was then increased to 5,000 rpm with 1-1.5 lpm of flow for a few minutes, then 0 lpm of flow was seen on the monitor screen. The surgeon inquired to the clinician discussed utilizing an echocardiogram to visualize a 4 chamber view of the heart but it was not utilized at that time. It was observed that about 600ml of frank blood exited from the patient's endotracheal tube. The surgeon left the operating room to discuss with family and it was decided to turn off the lvad and rvad. It was later reported that the patient's cause of death was determined to be pulmonary hemorrhage.